Event description:
It was reported that the patient develops bruising and pain at the implantable pulse generator (ipg) site when charging. It was noted that the symptoms appear minutes after charging. The physician believed that the patient was having an allergic reaction. The patient was administered with oral antihistamine and a topical cortisone cream.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware.

Event description:
It was reported that the patient develops bruising and pain at the implantable pulse generator (ipg) site when charging. It was noted that the symptoms appear minutes after charging. The physician believed that the patient was having an allergic reaction. The patient was administered with oral antihistamine and a topical cortisone cream. Additional information was received that patient's medications did not help at all with the bruising and pain. The patient presented to the emergency room (ER) due to pain and underwent a revision procedure wherein the pocket site was moved. The patient was doing well postoperatively and the device remains implanted and in use.